Event description:
Customer reported that the alarm has no power. Batteries have been replaced with a new supply. No visible battery acid leakage in the battery compartment. No visible damage to the outside of the case. The customer did not provide a date when this was discovered. There was no patient incident of injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit did not confirm no power. The unit was missing the battery door, one screw on the back of the case is rusted, the battery springs are bent and the rj-11 pins in the alarm receptacle are corroded. The power switch is difficult to actuate and remains on even though the switch is set to the off position. The unit powered on and passed functional tests. Note: the instructions for use state: the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Take care not to damage battery contacts. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).